Manufacturer narrative:
Device not returned.this event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient's registry. Through follow up with the health care provider (via fax), additional information, operative report, and pathology report was received. A device history record review is in process.

Event description:
It was reported that the device was explanted after an implant duration of approximately 29.5 months. In 2009 (through follow-up with the health-care provider), it was learned that the device was explanted due to endocarditis [source: skin (presumed)].

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
The account alleges that the nurse call function does not work.